Event description:
Customer reported not able to test blood glucose due to an errc 6 message appeared on their precision xtra meter. Customer reported experiencing symptoms of dizziness, blurry vision, frequent urination and fatigue. Customer reported going to the emergency room where he was diagnosed with severe hyperglycemia and treated with novolin and nph insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.